Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and all available information has been provided.